Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that during an implantable neurostimulator (ins) replacement procedure it was found that there were high impedances observed in the #0 and 2 electrodes. As a surgical intervention the extension and lead connector were reconnected. However, it was later clarified that the extension and ins were reconnected. The device settings and environmental factors remain unknown, with the issue noted as unresolved at the time of the report. It was later noted on (B)(6) that prior to the replacement no high impedances were noted, with the lead remaining in service and showing normal impedance values. The patient status was alive - no injury, no symptoms alleged, and no further complications are anticipated.